Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited signs of premature battery depletion; however, there were no errors, and this was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. It was noted that this patient had a magnet over this s-ICD for over twenty four hours due to child birth. The s-ICD was omitting tones. Disk analysis was performed which confirmed that the battery depletion alert was due to the transient voltage drop caused by prolonged magnet exposure. The voltage dropped low enough to produce a false low battery status. Technical services (ts) discussed how to reset the beeper. The s-ICD remains in service. No adverse patient effects were reported.